Event description:
It was reported that during a stenting treatment procedure, a shaft fracture occurred. The lesion being treated was located in the severely calcified right coronary artery (rca). The unknown intracoronary guide was passed through the proximal and mid third lesions and placed at the distal portion of the posterior descending artery. Percutaneous transluminal coronary angioplasty was performed with an unknown 1.5mm and a 2.0x20mm balloon in the whole mid and proximal third of the severely calcified lesions in the rca. The 2.75x20mm liberte stent was implanted in the proximal lesion of the rca, inflated to 14atm. An unknown 0.014 coronary guide catheter was advanced for further support. While attempting to implant a 2.75x20mm liberte stent in the mid third, the catheter fractured "due to the technical difficulty due to the lesion calcification". The mid third intervention was completed with balloon angioplasty. The angiographic result was successful; with non-significant residual lesion, no dissection, and timi iii flow noted. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6). (B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).